Event description:
It was reported that the pulse generator displayed the message - data not read - upon interrogation. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.